Manufacturer narrative:
B5 updated. (H3,h6) : manufacturing representative went to the site to test the system. The upper dingus damaged. Gantry door misaligned due to damage. Ordered dingus. Later replaced dingus and re-aligned system. Performed a function check. System fully functional. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry would not open, close, or dock. The pendant indicated that the gantry was open despite it being closed. Representative also mentioned that the top part of the door was askew from the top part of the gantry. Troubleshooting was performed and technical service asked the site to open the gantry all the way, but they said that the open-gantry button didn't do anything. When pressing the dock button, the gantry would move towards the base, but just stops about where it's supposed to lower down. When pressing the dock button again, it would not do anything. There was no patient involved.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. The upper dingus damaged. Gantry door misaligned due to damage. Ordering dingus. Codes b01, c07, d02 are applicable. (H3,h6) : manufacturing representative went to the site to test the system. Replaced dingus and re-aligned system. Performed a function check. System fully functional. Codes b01, c19, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180; product ID: bi71000203; product ID: bi71000202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry would not open, close, or dock. The pendant indicated that the gantry was open despite it being closed. Representative also mentioned that the top part of the door was askew from the top part of the gantry. There was no patient involved.